Manufacturer narrative:
Evaluation findings of clip assembly mashed onto bushing. Evaluation findings of clip failed to release from catheter. A visual examination of the returned device noted that the clip assembly was mashed on to the bushing. The clip assembly could not be deployed and the prongs could not be opened or closed. The prongs were not locked in to the capsule. There was a kink in the control wire. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that two similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was broken spontaneously and fell into the patient in an open state. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. On (B)(6) 2014, investigation results revealed the clip was mashed onto the bushing, therefore, this is now an MDR reportable event.